Event description:
Boston scientific received information that post implant, this patient experienced tamponade and pericardiocentesis. A full sternotomy was performed and found that the heart was not perforated. The system remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).